Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 540 mg/dl. The customer reported the following symptoms, the customer was not wearing the insulin pump for 20 minutes prior to the time of hospitalization. It was also reported that the customer's insulin pump has cracks to the display. The customer also mentioned that their insulin pump was not delivering insulin, and there was an absence of a no delivery alarm. No significant event leading up to the event were mentioned. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.